Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and venous insufficiency. At some time post filter deployment, it was alleged that the filter detached and the struts perforated the aorta (grade IV ivc perforation). The device and the detached struts were removed percutaneously. The detached strut migrated to lung and the patient reportedly experienced chest pain; however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twelve years one months of post deployment, computerized tomography-abdomen without contrast was performed which showed positive for caval perforation. Superior extent of caval filter was in l2-l3 disc space. Inferior extent of the filter superior l4 vertebral body. A total of six prongs had perforated the inferior vena cava. Maximum distance prongs perforated 11 mm. There was 3-degree tilt right-to-left on coronal images and 5-degree tilt anterior to posterior on sagittal images. Around, twenty-seven days later, embolization of a portion of inferior vena cava filter into a distal right pulmonary artery branch was noted. Then attempted inferior vena cava filter removal. Access was guided via right internal jugular vein. An 0.018 wire was passed through the needle and the needle was replaced with an 0.035 wire, which was placed into the distal inferior vena cava under fluoroscopic visualization. The micropuncture catheter was then removed and a small incision made over the 0.035 wire in the patient's neck. A bard retrieval sheath and dilator were placed over the wire. Inferior vena cavagram were performed. The cone was then placed over the wire and the apex/tip of the filter was grasped, and the filter was removed without significant resistance. The filter was inspected on the back table with these findings. The filter was successfully removed and inspected on the back table and found to be missing one short leg consistent with computerized tomography scan. Next, utilizing a combination of wires and sheaths, the right pulmonary artery was cannulated and right pulmonary arteriograms were performed. With different views and arteriograms, was selected the branch with the filter leg and finally snared this and removed the leg with the sheaths. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and venus insufficiency. At some time post filter deployment, it was alleged that the filter detached and the struts perforated the aorta (grade IV inferior vena cava perforation). The device and the detached struts were removed percutaneously. The detached strut migrated to lung and the patient reportedly experienced chest pain; however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and venus insufficiency. At some time post filter deployment, it was alleged that the filter detached and the struts perforated the aorta and a piece of filter migrated to lung .the device was removed percutaneously. The patient reportedly experienced chest pain; however the current status of the patient is unknown.